Manufacturer narrative:
H6: investigation summary: since no samples (including photos) were returned for the reported issue of ¿1) air bubbles coming in the syringe while drawing blood. 2) difficulty in inserting needle in vein. 3) customer is experiencing pain while drawing blood. 4) blood is coming very slowly and flow is not proper 5) while inserting sample in blood collection tubes again poor flow rate experienced¿ with lot number 1707502 regarding item # 300844 the complaint could not be confirmed, and the root cause is undetermined. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The DHR of lot number 1707502 was not reviewed as the lot number could not be traced. The reported lot number is either wrong or does not below to bawal. The complaint could not be investigated as the reported lot number 1707502 could not be traced.

Event description:
It was reported that discarditii 2ml with 24x1 had air bubbles in the syringe while drawing blood. This occurred on 100 occasions. The following information was provided by the initial reporter: 1) air bubbles coming in the syringe while drawing blood . 2) difficulty in inserting needle in vein. 3) customer is experiencing pain while drawing blood. 4) blood is coming very slowly and flow is not proper 5) while inserting sample in blood collection tubes again poor flow rate experienced.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: the customer provided lot # 1707502. This does not match the catalog number provided. Medical device expiration date: unknown. Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that discarditii 2ml with 24x1 had air bubbles in the syringe while drawing blood. This occurred on 100 occasions. The following information was provided by the initial reporter: air bubbles coming in the syringe while drawing blood. Difficulty in inserting needle in vein. Customer is experiencing pain while drawing blood. Blood is coming very slowly and flow is not proper while inserting sample in blood collection tubes again poor flow rate experienced.